Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that during surgery, a 220-0302 drill bit broke, and part of it remained inside the patient, which could not be removed.